Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional tricuspid regurgitation (tr), vessel tortuosity, enlarged right atrium and a rotated heart for a triclip procedure. During the procedure, 2 triclips were implanted. During deployment of third triclip, the clip was unable to pass establish final arm angle test (efaa) test. The clip was removed from the anatomy. Another triclip xt was implanted. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.